Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. It was reported that the bone condition of the patient was extremely harsh, therefore is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (4l35186), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a osteochondroplasty procedure due to femoral patellar instability with resection stabilization and joint puncture, it was observed that the anchor device broke. According to the reporter, in preparation for implantation of the ¿anchor¿, the surgeon had difficulty in placing it for implantation. It was further reported that when dealing with a point where the bone condition was extremely harsh, and at the moment it was implanted, there was resistance where it caused its rupture. As it is an absorbable material where the resistance is different from a metallic material, there was no failure of the implant. The procedure was completed successfully by removing the broken anchor and replacing with a new one. There were no fragments generated. There were no patient consequences reported. No additional information was provided.